Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-738a-1670: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap and metal cap is detached and not returned; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber; there are no signs of breakage along the fiber; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, the first fiber was utilized for (B)(4) joules and 6 minutes. The information regarding the issue/failure noted with the first fiber was not reported. The fiber tip (cap) was cleaned during the procedure.. The procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient reported.